Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Nurse xxxx (xxxx) - became occluded whilst administering dose of insulin, then fell apart when retracted from pt. Stick stayed in insulin tip. Unfortunately someone tampered with the insulin pen and have bent the tip. The pt did require having a second injection to deliver remaining insulin. However, there was no need, for any further interventions. It may have just been a one off fault. I don't know and we haven't had any further issues reported on our ward. I had hoped to leave everything as it was for investigation however, someone tampered with it. The outside casing came off and the stick was still in the insulin tip. Someone tampering with it has bent the stick.